Manufacturer narrative:
This is one event (hypotension) of three events reported and associated with mdrs # 1225714-2013-00499, 1225714-2013-00500, 1225714-2013-00501, 1225714-2013-00502, 1225714-2013-00504.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event in 2009 and a year after experienced hypotension and was hospitalized in (B)(6) 2010; subsequently experiencing a cardiovascular event and expiring on (B)(4) 2010 after the use of the product.